Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump had cracks and piece of plastic missing from around the reservoir compartment. Customer's blood glucose was 9.1 mmol/l at time of incident. Customer stated that they experienced issues from sound from his pump and pump would no longer alarm. Insulin pump will not be return for analysis.

Manufacturer narrative:
Device had unresponsive down button due to unlocked lcd keypad connector. Unable to perform operating currents, self-test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test or verify weak signal alarm due to unresponsive button. No audio or beep anomaly noted during testing. Device had broken battery tube threads, cracked reservoir tube lip.